Event description:
It was reported that foreign matter occurred before use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "a brown spot is observed between the gel at the bottom of the tube.".

Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for foreign matter in the tube with the incident lot was observed. The photos show a discolored tube which typically occurs during and injection molding start up of the press. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred before use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "a brown spot is observed between the gel at the bottom of the tube."